Event description:
Perforation of arterial j lead demonstrated by fluoro; CT noted hemopericardium. J-wire (retention wire) 3 1/4" in length dislodged from atrial lead and perforated rf free wall. Removed with gooseneck snare through mullins transeptal sheath. No sequelae.